Event description:
Physician was using a hawkone directional atherectomy device with a 6 fr sheath and 5 mm .014 spider wire. Device IFU was followed. It was reported that the physician had difficulty fully sliding the thumb switch to the "off" position. When attempting to slide the cleaning/flush tool to the end of the catheter there was resistance, which then led to the physician pulling harder and the device breaking (damage to the center of nose cone - separation). No component needed to be removed from the patient. A new 6 fr hawkone was opened to complete the procedure. No patient injury reported.

Manufacturer narrative:
Evaluation summary the hawkone was returned connected to a cutter driver. The distal flush tool was separated from the hawkone with a portion of the distal assembly inserted. The distal tip remained inside the distal flush tool. The tip of the distal assembly was approximately 2cm proximal to the black duckbill valve of the hawkone device. The fracture face on both segments was ductile in nature. Consistent with experienced excessive tensile forces applied. A bent of approximately 45 degrees was noted beneath the strain relief. If information is provided in the future, a supplemental report will be issued.